Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 24mm x 2.75mm, concentric, de novo target lesion was located in a previously implanted non-bsc stent in the non-tortuous and non-calcified left anterior descending (lad) artery to the diagonal branch. After a 7f non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lad lesion, pre-dilatation was performed with a 2 x 9mm maverick balloon catheter resulting to 40% residual stenosis and at the same time, a non-bsc guide wire was advanced to the diagonal branch. Subsequently, a 2.75 x 28mm synergy¿ drug- eluting stent was advanced but failed to cross the previously implanted non-bsc stent. A 2.75 x 33mm non-bsc stent was then advanced but it also failed to cross. Subsequently, kissing balloon technique was performed with a 2.75 x 12mm quantum maverick balloon catheter in the lad and a 3 x 8mm quantum maverick balloon catheter in the diagonal branch, and the lesion was well dilated. The physician then re-advanced the 2.75 x 28mm synergy¿ drug- eluting stent but it still failed to cross. The device was removed from the patient and it was noted that the stent strut was lifted. Subsequently, a 2.5 x 28mm synergy¿ drug-eluting stent was successfully implanted and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the device was returned with stent protector partially covering stent and pigtail mandrel was inserted in the wire lumen. Following soaking the device at 37 degrees overnight in water-bath, an attempt was made to remove the stent protector; however it was still stuck on the stent. It was possible to partially see through the stent protector and it was noted that the proximal portion of stent which was inside the stent protector appeared to be damaged. It was also noted that on the first distal row, stent struts were slightly lifted from their crimped stent position. The undamaged section of the crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and it was noted that the proximal balloon cone was slightly bunched. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The stent protector was cut by the analyst in an attempt to free it from the stent and to examine the tip of the device. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when it was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 24mm x 2.75mm, concentric, de novo target lesion was located in a previously implanted non-bsc stent in the non-tortuous and non-calcified left anterior descending (lad) artery to the diagonal branch. After a 7f non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lad lesion, pre-dilatation was performed with a 2 x 9mm maverick balloon catheter resulting to 40% residual stenosis and at the same time, a non-bsc guide wire was advanced to the diagonal branch. Subsequently, a 2.75 x 28mm synergy¿ drug- eluting stent was advanced but failed to cross the previously implanted non-bsc stent. A 2.75 x 33mm non-bsc stent was then advanced but it also failed to cross. Subsequently, kissing balloon technique was performed with a 2.75 x 12mm quantum maverick balloon catheter in the lad and a 3 x 8mm quantum maverick balloon catheter in the diagonal branch, and the lesion was well dilated. The physician then re-advanced the 2.75 x 28mm synergy¿ drug- eluting stent but it still failed to cross. The device was removed from the patient and it was noted that the stent strut was lifted. Subsequently, a 2.5 x 28mm synergy¿ drug-eluting stent was successfully implanted and the procedure was completed. No patient complications were reported and the patient's status was stable.